Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and scratches around casing.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated the device was bumped while they were at work. Advised customer to discontinue use of device and revert to back up plan. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 94 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.